Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an 840 ventilator was not responding to touchframe input. It is unk if device was being used on a pt when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the touchframe. Device pass all tests.